Event description:
In 2008, the patient/layperson spoke with a customer care advocate alleging segments were missing on his onetouch ultra meter display. This senior medical affairs specialist spoke with the patient's wife on the following month, who confirmed the information since the patient was at work. On a day prior to original date, the patient noticed the missing segments. According to his wife, the patient who is on an insulin pump, "had to wing it" regarding insulin intake. After the issue began, the patient became lightheaded and "probably took glucose" [his self-treatment when he feels lightheaded]. The patient had informed the cca that because he could not test, allegedly due to the missing segments, he "took a guess", thinking his blood glucose might be either 84 or 64. The patient has received all products the cca replaced. The complaint is classified as an adverse event since the patient reportedly took insulin without knowing the actual blood glucose and later felt low and self-treated.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.